Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was showing on server but was not accessible on the med station for nurses to pull medications. A technical support specialist (tss) asked whether the issue still happened or was resolved. The customer stated that it continued to happen for over the patient admission, and the patient was later discharged. The customer stated that the account still needed review because it showed as preadmitted on the pyxis server, and it was admitted in the electronic health record (ehr) cerner. The customer stated patient was discharged and gave permission for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower patient data was on server but did not show up in pyxis to pull medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.